Event description:
Same case as MFR #6000089-2004-01621, 01622 and 01623, 6000093-2004-01578 and 01579. It was reported that during a coronary artery drug eluting stenting treatment procedure a dissection occurred and 5 days later a thrombosis occurred. The lesions being treated were a circumflex (cx) artery lesion and a right coronary artery (rca) lesion. The lesions were predilated with an unk type and size balloon. The physician placed a taxus express2 8.8% 2.5 x 12 mm drug eluting stent in the cx. A dissection was noted near the stent, therefore the physician placed a taxus express2 8.8% 3.0 x 16 drug eluting stent to repair the dissection. The physician then placed in the rca, a taxus express2 8.8% 2.5 x 20 drug eluting stent. Another dissection was noted distal to the rca stent. The physician then placed a taxus express2 8.8% 2.5 x 20 mm, 3.0 x 16 mm, and 3.5 x 20 mm drug eluting stents respectively to repair the dissection. The stents were well positioned and apposed. The pt was listed in good condition. In 2004 at home, the pt began experiencing weakness and throat and abdominal pain. 911 was called and the pt was taken to the e.r. The pt was found to be profoundly hypotensive and was taken to the cath lab. Repeat angiography revealed thrombus in all of the taxus stents. The physician angioplastied the thrombus in all of the stents and placed another taxus express2 8.8% 3.5 x 24 mm drug eluting stent in the rca and a 3.0 x 12 mm stent in the cx. It was then decided to send the pt for bypass surgery to better revascularize their coronary arteries. Three days later the pt underwent coronary artery bypass surgery and did well post operatively, 11 days later when the pt became severely bradycardic. The pt was transferred back to the ICU where pt was found to have digoxin toxicity. Pt also suffered a small stroke. Seven days later, the pt was discharged to a nursing home for strengthening and medical management in good condition.